Manufacturer narrative:
Results: clevis pin, rue clip.

Event description:
It was reported by service report that the brakes will not release. No patient involvement or adverse consequences are reported.